Manufacturer narrative:
(B)(4). The lot 14g069 was manufactured on july 28, 2014 ¿ july 29, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed. Continuous flow was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device was observed with no flow. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event. No additional information is available.